Event description:
It was reported that during a ptca procedure, the spring tip of the wire broke off distal in the vessel and still remains there. Attempts to snare the wire were unsuccessful. The pt received reopro and did not go to surgery. Pt status is listed as "ok".

Manufacturer narrative:
Analysis revealed the wire tip had fractured and the spring coil was missing. The exact cause of the wire fracture could not be determined.